Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture against right side device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on september 21, 2022 with lot number: 2514961. Based on the device analysis grid, the assessments of the complaint are: rupture: opening on the device assessed as to a fold flaw opening, around the opening have non-penetrating nicks. Additional observations: crease fold in the surface of the sell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. A crease sharp opening on radius due to a fold flaw opening. Non-penetrating nicks.

Event description:
Healthcare professional reported rupture against right side device. Device was explanted.

Event description:
Device has been explanted and replaced.